Manufacturer narrative:
No coding updates to be made at the time of this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had bilateral neuropathy and it has caused them a lot of problems. The patient initially stated that they turned off their device in order to rule out if it was involved with the neuropathy, but later it was found that the patient still had device on eventually it was determined that the patient turned the device off and the symptoms did not resolve. The patient reported "electricity and shockwaves" going through their body, numbness, tingling, pins and needles in their legs up to their thighs, their right foot big toe knuckle felt like it was going to explode. The patient went on to state that they could not move their left foot and had no feeling or reflexes in it. The symptoms were not resolved by turning stimulation off. The patient was advised to follow-up with their healthcare provider (hcp) to determine if the ins or therapy was related to the described symptoms. Patient status is unknown at the time of this report. There were no further complication reported or anticipated. The reported symptoms would be reasonably associated with the patient's pre-existing neuropathy.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was having some problems with nerves in legs and feet and was hospitalized. Patient stated it was unrelated to the device and therapy. Patient had turned the stim off last tuesday and she was trying to turn it back on today and she said it was frozen. She was on program 2 at 1.4v. She decreased stim to 1.3v but can¿t increase. During the call, it was noticed that patient was pressing the patient programmer (pp) on button instead of stim on button. Patient was in structed to press stim on button and issue was resolved. It was also reported that patient had to catheterize her saturday because she had to pee so bad. They had put 2000mg of saline through her plus what she was drinking. They got 400 and something out. She was able to urinate 200 out. Patient stated ten minutes period from catheterizing and then went to bathroom, they got another 700 out. Patient informed healthcare provider (hcp) that once stim was off, she can¿t control her bladder. Patient stated she had no feeling of her left foot or use of it. They were walking her with a walker. She had to hold her self-up with arms and upper body. She had to drag her legs because they were just gone. She started feeling better yesterday morning. She was able to take shower on her own. She did a procedure last night. She was lied to and now she was done and going home. She did the spinal tap on sunday. She was flat on back for six hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.